Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the returned lens is not damaged. A functional testing was performed using a sample delivery device. The lens loaded and delivered without difficulty. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the exact cause of the reported event could not be conclusively determined. However, according to the surgeon, the most likely cause of the event was a pre-existing pt condition which resulted from an intravitreal injection. See scanned page.

Event description:
It was reported that the lens was intraoperatively removed from the pt's left eye due to a posterior capsule defect. According to the surgeon, the capsule defect was most likely a pre-existing pt condition (capsule defect) which resulted from an intravitreal injection. The pre-existing defect enlarged after the iol was inserted into the bag. Vitrectomy was performed and an li61 intraocular lens was placed in the sulcus as a replacement. Please reference MDR#: 1119279-2013-00164 for the delivery device used during the event.